Event description:
All attempts for further information from the reporter have been unsuccessful to date.

Event description:
Reporter indicated a patient had vns generator replacement surgery performed on (B)(6) 2007 due to increased seizures. It was believed the generator was nearing end of service. The explanted generator was returned for analysis, and no anomalies were identified. The generator was not at end of service. Attempts for further information are in progress.